Event description:
Davinci robotic surgery was preformed on this patient, while the surgeon was in the console, the instruments were used to take down adhesions and after that occurred, the arms experienced an issue. The surgeon described it "as the left hand was moved with the vessel seal device, the robotic arm moved erratically and immediately I noted a through and through perforation of the sigmoid colon." The instrument was left in place and a general surgery consult was completed immediately for repair. After discussion with the team, we believe that the robotic arm drape was faulty and we immediately called the rep and the tech support person. They recommended that we pull all those drapes with that lot number #dm1220807. FDA safety report ID# (B)(4).